Event description:
The physician successfully deployed 2 resolute integrity drug-eluting stents overlapping to rca lesion with 100% stenosis and excessive tortuosity during pci to treat sub-acute mi. Approximately 7 days later patient developed vf, thrombus was aspirated and remaining thrombus was crushed using a balloon catheter. One non-medtronic stent was deployed in rca overlapping one of the resolute integrity stents. The patient recovered.

Manufacturer narrative:
Evaluation: results - inherent risk of procedure (stent thrombosis). Conclusions: inherent risk of procedure - (stent thrombosis). (B)(4).